Event description:
It was reported patient underwent revision procedure for dynamic compression cable plate on (B)(6) 2011 due to femur fracture and bent plate. Subsequently, patient was revised on (B)(6) 2011 due to bend cable plate. The product was removed and replaced with a competitor product.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "bending or fracture of the implant."